Event description:
Noise on the lv lead can be observed causing inappropriate crt interrupt recordings. The lv pacing impedance was trending out of range >3000 ohms from (B)(6) 2024. Sensing amplitude has trended sporadically with high and low values. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.